Manufacturer narrative:
As reported, during an interventional procedure the 6/7f mynxgrip vascular closure device (vcd) failed. Femstop applied as well as manual pressure. The physician was mynx certified. The vessel type was arterial. The stick location was the right common femoral. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The mynx vcd was prepped according to instructions for use (IFU). There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The sheath was not kinked/bent upon removal. An act was not performed during the procedure. The patient¿s inr was not greater than 1.5. The patient¿s outcome/status after the mynx event was an extended recovery for manual compression of access site. The patient's hospitalization was extended as a result of the event as the patient stay hospitalized overnight. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The syringe was connected to the device with stopcock close. The procedural sheath was on the catheter, fully retracted. The advancer tube and the sealant were observed on the catheter, covering the balloon proximal tip. It was noted that the core wire was curved, and the balloon¿s distal tip was severely inverted as received. The condition of the returned device indicates that excessive tension was applied on the device during the procedure which may have contributed to the failure experienced by the customer. Leak testing could not be performed on the balloon of the returned device due to the catheter¿s lumen was clogged with dried contrast in saline solution. Multiple attempts to inflate the balloon with water were exhausted. Visual inspection at high magnification showed that the balloon¿s distal tip was severely inverted and that dried contrast in saline solution was observed in the device¿s inflation lumen tubing. A device history record (DHR) review of lot f1812801 revealed no anomalies or non-conformities during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was confirmed through analysis of the returned device since the sealant and advancer tube were returned for analysis. However, the exact cause of the issue experienced could not be conclusively determined. Based on the limited information available for review and the product investigation, handling factors (such as excessive tension) may have contributed sealant not being deployed at the arteriotomy, or the excessive tension may have dislodged the sealant from the arteriotomy as evidenced by the curved core wire and severely inverted distal tip of the balloon. If excessive tension is applied to the device during deployment; this can cause a tenting effect on the vessel, which allows the sealant to be deployed away from the arteriotomy when tension is released, thus allowing blood to flow around the sealant. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ additionally, the IFU also states ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information received indicates that the physician was mynx certified. The vessel type was arterial. The stick location was the right common femoral. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only) including the insertion angle (30-45 degrees) of the vascular sheath introducer. The mynx vcd was prepped according to instructions for use (IFU). There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The sheath was not kinked/bent upon removal. An act was not performed during the procedure. The patient¿s inr was not greater than 1.5. The patient¿s outcome/status after the mynx event was extended recovery for manual compression of access site. The patient's hospitalization was extended as a result of the event. The patient stay hospitalized overnight. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during an interventional procedure the mynxgrip vascular closure device (vcd) failed. Femstop applied as well as manual pressure. The device will not be return for analysis.